Event description:
It was reported that a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. The first triclip was successfully deployed in the anterior/septal commissure. While grasping with a second clip, both leaflets were captured, and the tr worsened. The clip was released from the leaflets and rupture was visualized on the septal leaflet. There was no feasible place to implant the clip, therefore the clip was removed. The tr was unchanged at grade 4. The patient was stable.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported tissue injury could not be conclusively determined. The reported tr is a cascading event of the tissue injury. The reported patient effects of tissue injury and tricuspid regurgitation, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.